Event description:
It was reported that the patient´s replacement knee caused plaintiff such intense pain that it needed to be replaced.

Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that this complaint is being handled through smith and nephew's legal team; any responses to these queries are not immediately available to the members of smith and nephew's medical investigation team and are not expected to be available for several months. This is due to the delivery timeframe of patient medical information and device return being in the control of the patient's legal team, rather than smith and nephew. The smith and nephew legal team has confirmed that once any additional relevant complaint information is received, (i.e. Reason for complaint, part/lot numbers, patient medical records, surgeon, device availability, and dates of implantation/revision) it will be provided to the medical investigation team, at which point the complaint will be reopened for evaluation. Therefore, a clinical assessment could not be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.